Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 14-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) initially assisted the customer via phone and remote smart service (rss). Multiple users successfully logged in with biometric identifier (bio-ID), but the affected individual was unavailable, so the call was deferred. Later, the user was unable to log in or create a new fingerprint login due to spoof errors. The fse assisted the customer via phone and remote service to set up a new fingerprint login, guided proper scanner cleaning, and ensured the designated fingerprints was prepared for scanning issue was resolved. Also showed them step by step how make sure that the designated finger was prepared to be scanned. The system functioned as intended after the field service engineer assisted the customer in resolving the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users experienced trouble with the fingerprint reader which was not reading their fingerprint since the software upgrade. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.